Event description:
It was reported that this patient presented with syncope and loss of consciousness. It was noted that while in the emergency room the patient had an escape rhythm at twenty beats per minute. The patient underwent a temporary lead placement while implanted with a competitor right ventricular lead. Subsequently, during a follow up normal device behavior was seen, and no events were available for review to understanding the potential oversensing. A request for review of this case was needed. Technical services (ts) noted that additional testing is needed to determine the root cause of this issue, and a potential competitor lead replacement may be needed. Additional information noted that a revision took place and this device was explanted and returned.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient presented with syncope and loss of consciousness. It was noted that while in the emergency room the patient had an escape rhythm at twenty beats per minute. The patient underwent a temporary lead placement while implanted with a competitor right ventricular lead. Subsequently, during a follow up normal device behavior was seen, and no events were available for review to understanding the potential oversensing. A request for review of this case was needed. Technical services (ts) noted that additional testing is needed to determine the root cause of this issue, and a potential competitor lead replacement may be needed. Additional information noted that a revision took place and this device was explanted and will be returned.